Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 80 mg/dl, 575 mg/dl (aviva) and 575 mg/dl (emt's meter). No treatment was provided. No adverse event reported. Return of the suspect device was requested for evaluation.